Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The initial total psa result was < 0.007 ng/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and the result was 11.46 ng/ml with a data flag. A new sample was obtained and the total psa result was 11.81 ng/ml with a data flag. The repeat result and the result from the new sample were believed to be correct. No adverse event occurred. The patient is an outpatient. The total psa reagent lot number was 19942701 with an expiration date of 04/30/2018. The field service engineer (fse) visited the customer site and found that the beads mixer paddle was misadjusted which rubs on the bottom of the reagent pack causing insufficient beads mixing. The fse adjusted the beads mixer paddle per specification. Sample and reagent probes were checked along with sipper probe alignments. The fse made slight adjustments to optimize positioning. Operational and mechanical checks passed according to procedure. Instrument check results were within specification. The customer ran calibration and quality controls and the results were within the customer's specifications.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. No other similar complaints were identified for this site. No abnormal trends were identified during a review of complaints with low total psa results using the same material number.

Manufacturer narrative:
The customer has not had any further issues.